Manufacturer narrative:
The stryker technician was able to verify and duplicate the reported issue. The control board and compression module were replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the issue was determined to be a faulty control board and compression module.

Event description:
The customer contacted stryker to report that their device stops compressions and alarms. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The customer was sent a repair quote. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device stops compressions and alarms. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.